Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger, a worn coupling head, and made a loud noise. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wear out over time. This was further defined as wear from normal use and servicing.

Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had a sticky trigger, a worn coupling head, and made a loud noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.